Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: correction: b5. Additional information: h3, h6: part: 03.033.003. Lot: l699667. Manufacturing site: hägendorf. Release to warehouse date: february 23, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the radiolucent aiming arm/frn greater trochanter (p/n 03.033.003, lot # l699667) was received at us customer quality (cq). Upon visual inspection it was noticed that there was no damage on the aiming arm itself. No other issues were identified with the device. Document/specification review: -aiming arm- asm ¿ greater trochanter. Complaint confirmed? No. Conclusion: this complaint was not able to be confirmed or replicated and no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: this is report 2 of 3 for (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes reporter. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while inserting a femoral recon nail (frn) the driving cap/threaded strike plate was being used to insert the nail and as the surgeon was hitting it with the hammer the strike plate became loose and was struck the tip of it broke off inside the aiming arm. The radiolucent insertion handle frn this piece as the tip of the strike plate stuck inside the aiming arm. The radiolucent aiming arm/frn greater trochanter item was being used to insert the recon screws into the head and neck of the femur and was struck by the hammer and the plastic locking device was broken. Action taken when the event occurred another set was open and the case went on as normal. There was no surgical delay reported. The procedure was successfully completed. There was no patient consequence. Concomitant devices reported: unknown nails femoral (part# unknown, lot# unknown, quantity# 1) unknown impaction instruments: hammer/mallet: trauma (part# unknown, lot# unknown, quantity# 1) unknown impaction instruments: trauma (part# unknown, lot# unknown, quantity# 1) unknown screws (part# unknown, lot# unknown, quantity# unknown) unknown plate (part# unknown, lot# unknown, quantity# 1) radiolucent insertion handle frn (part# 03.033.00, lot# l750729, quantity# 1). This complaint involves 2 devices. This report is for 1 radiolucent aiming arm/frn greater trochanter. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d8; d10; e3. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H11 corrected data: b5; d11: corrected concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: nails femoral (part# unknown, lot# unknown, quantity# 1), hammer/mallet (part# unknown, lot# unknown, quantity# 1), screws (part# unknown, lot# unknown, quantity# unknown), radiolucent insertion handle frn (part# 03.033.00, lot# l750729, quantity# 1), driving cap/threaded (part # 03.010.523, lot # l759640, quantity 1).